Event description:
A cardiac catheterization was performed in 2002, in which it is alleged that a boston scientific convenience kit was used. During the procedure, the pt developed an air embolus with a right coronary artery occlusion, as a result of an alleged air leak. After development of the air embolus, the pt went into bradycardia, hypotensive shock and cardiac arrest. Cardiopulmonary resuscitation was carried out including multiple shocks, intubation, aortic balloon placement, pacemaker placement, ventilator placement, and drug treatment. The pt was then transferred to the i.c.u. Two weeks later the pt was transferred to another facility for total care. The next week, the pt died.